Manufacturer narrative:
The customer sent photos, the centrifuge bowl, drive tube and smartcard for analysis. The review of smartcard data indicated collect pressure and blood pump error warnings. The returned drive tube was leak tested (air under water) and confirmed two small leaks at the whole blood inlet and plasma outlet circuits. Both were just below the lower bearing stop and had a slight depression mark in the drive tube. The photo analysis indicated both bearing stops were firmly attached and no other damage to drive tube was found. There was no leak near the upper bearing stop. The photo shows a blood splatter near the lower bearing stop only. The manufacturing process was reviewed for possible locations that could cause the damage noted, none were found. The drive tube is 200% leak tested during manufacturing, once as a sub assembly and then again as part of the final kit. Therefore, the root cause for the leaks could not be determined as no potential sources for the damage were found during a review of the manufacturing process. The DHR review of the complaint lot found no related nonconformances. This kit lot was produced in nov 2014 and passed all manufacturer's release specifications. No corrective action is planned as a root cause was not determined. (B)(4).

Event description:
Customer reported drive tube leak during buffy coat collection. Customer stated she noted blood splatter on the centrifuge while peering in through the centrifuge window. Customer stopped the procedure and checked the drive tube. Customer found a pin hole in the drive tube at the upper bearing and lower bearing. Customer aborted the procedure and did not return blood/product to the patient. Customer reported the patient is stable. Customer stated no one was splashed with blood/products due to the leak; leak was contained within the centrifuge. Css asked customer if there were any alarms during prime or during the procedure, prior to the leak. Customer stated there were no alarms during prime. There was one collect pressure alarm at the start of the procedure. Css asked customer if the drive tube was broken, customer stated the drive tube is still intact but there is a hole in it. No service order was generated. The kit was returned for investigation.

Event description:
Customer reported drive tube leak during buffy coat collection. Customer stated she noted blood splatter on the centrifuge while peering in through the centrifuge window. Customer stopped the procedure and checked the drive tube. Customer found a pin hole in the drive tube at the upper bearing and lower bearing. Customer aborted the procedure and did not return blood/product to the pt. Customer reported the pt is stable. Customer stated no one was splashed with blood/products due to the leak; leak was contained within the centrifuge. Css asked customer if there were any alarms during prime or during the procedure, prior to the leak. Customer stated there were no alarms during prime. There was one collect pressure alarm at the start of the procedure. Css asked customer if the drive tube was broken, customer stated the drive tube is still intact but there is a hole in it. No service order was generated. The kit was returned for investigation.

Manufacturer narrative:
A review of lot c358 was performed and there were no nonconformities related to this complaint. This lot met release requirements. Trends were reviewed for complaint categories, drive tube leak/break or for alarm #16: collect pressure, and no trends were detected. Drive tube leak/breaks were investigated through CAPA (B)(4). This CAPA was closed. Further investigation is being conducted through CAPA (B)(4). Alarm #16 was investigated through CAPA (B)(4). This CAPA has been closed. This assessment is based on info available at the time of the investigation. Analysis of the returned kit is in progress at the time of this report. A supplemental report will be filed with the results of this analysis. (B)(4).